Event description:
The patient was implanted with a left ventricular assist device. The patient's primary system controller was consistently beeping with an unspecified alert. The patient attempted to exchange the system controller; however, during the exchange, the patient's back-up system controller could not be connected due to broken clip. It was reported that the exchange took so long that the patient passed out. The patient's significant other was able to successfully re-connect the primary system controller after which the patient was feeling ok. The patient went to the hospital for a new controller.

Manufacturer narrative:
Approximate age of device: 3 years from the date of manufacture. The system controller was returned. The evaluation is not completed. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation: (B)(4). Upon evaluating the returned system controller, serial number (B)(4), the manufacturer was able to confirm the report of "constantly beeping alarms¿ from the system controller based on the analysis of the log file data retrieved from the returned device. The atypical power cable disconnect alarms appeared to be active due to a battery gauge fault being detected and were not due to either power cable being physically disconnected. Each of these events appeared to occur while the controller was being supported using the 14-volt batteries and battery clips. The voltage data, recorded via the battery gauge line, detected one of the batteries at the voltage alarm level. The voltage levels associated with the reported events may possibly be a result of an inadequate connection between the battery clip and battery or possibly an electrical fault within the battery that was connected to one of the power leads at the time of the atypical event. The system controller was functionally tested and exercised while connected to the equipment in our lab. The returned system controller was found to function as intended during analysis even while supported independently by either power lead. The cause for the unusual power cable disconnect alarm events contained within the log file could not be attributed to the returned system controller and the analysis could not determine the root cause of the events recorded based solely on the investigation of the system controller. The investigation also confirmed damage to the perc lock at the bulkhead connector. The damage appeared to be due to impact as a result of handling. The damage to the locking mechanism at the system controller bulkhead connector did not affect the primary function of the system controller to support the pump. (B)(4). The reported event of an atypical alarm was confirmed during analysis of the returned system controller, serial number (B)(4). The power cables were maneuvered, and when the black power lead was manipulated the test power module intermittently alarmed. The returned system controller was supported by just the black cable and then just the white cable, while manipulating each respectively and the controller continued to operate the test pump. The evaluation of the returned controller power leads revealed a compromised alarm out line in the black power lead. Manipulation of the black power lead caused the compromised inner wire to contact the shielding underneath the black power lead completing the circuit and activating the power module audio alarm. The compromised alarm out line did not affect the system controller's ability to operate the pump. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.